Manufacturer narrative:
The product was returned, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
The procedure was (pta) percutaneous transluminal angioplasty. The target lesion was left superficial femoral artery complete total occlusion (cto). The vessel was heavily calcified, moderately tortuous and 100% stenosed. Access site were left brachial artery (4french terumo sheath) and the left popliteal artery (6french terumo sheath). The micro catheter 601-251 (complaint product) was inserted with the (gw) guidewire (treasure) from the popliteal artery. However, the sheath was kinked and the micro catheter became u shape inside the sheath. Attempt was made, but was unsuccessful to withdraw the catheter due to resistance. The catheter was withdrawn in a deformed shape. Detailed information was not available, so please inspect the returned product shape. The procedure was completed using other micro catheter successfully. All the products were new. After removal from the package, the products were not damaged. A constant and dedicated heparinized flush was maintained at all times through the microcatheter.